Event description:
The hcp reports the pt had been experiencing seroma accumulation.

Event description:
The pump was explanted after an implant duration of 25 months. No reason for the explant was given. A follow up report will be sent when additional information is received.